Manufacturer narrative:
No patient was involved with the event. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
The service engineer reported an event which occurred during preventive maintenance at a hospital (no patient was involved). It was found that a centrimag motor produced a ¿system alert: s3¿ at the associated 2nd generation console. When the error message occurred and the motor cable was moved, the error message disappeared. After fixing the motor cable with adhesive tape in order to keep it in place, the alert disappeared. However, it appeared again randomly. The description pointed to a problem in the motor cable. The device was tested at the distributor's technical service where it showed the same behavior. The suspect motor was therefore returned for analysis. This event was previously not reported due to no patient being involved with the event. Abbott made the decision on july 13, 2018 to initiate a voluntary recall, therefore this event is being upgraded to reportable.